Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a vault prolapse repair with uphold lite procedure performed on (B)(6) 2019. According to the complainant, during procedure, while deploying the uphold lite on the left side, the capio device worked properly and could pull the mesh arm through the sacrospinous ligament. However, on the right side, the capio device reportedly cut the dart from the suture. The dart stuck in the capio cage. Reportedly, no tension was applied during deployment of the device. The mesh was then removed from the patient and the procedure was completed with another uphold lite with capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code of 2907 captures the reportable event of dart detachment. An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The portion of the detached suture containing the dart was returned. Functional analysis for the capio slim suture capturing device revealed that the carrier extended and retracted into the cage with no issue. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. That investigation determined that the root cause is inadequate design/design controls: the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a vault prolapse repair with uphold lite procedure performed on (B)(6) 2019. According to the complainant, during procedure, while deploying the uphold lite on the left side, the capio device worked properly and could pull the mesh arm through the sacrospinous ligament. However, on the right side, the capio device reportedly cut the dart from the suture. The dart stuck in the capio cage. Reportedly, no tension was applied during deployment of the device. The mesh was then removed from the patient and the procedure was completed with another uphold lite with capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and good.

Manufacturer narrative:
An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The portion of the detached suture containing the dart was returned. Functional analysis for the capio slim suture capturing device revealed that the carrier extended and retracted into the cage with no issue. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. That investigation determined that the root cause is inadequate design/design controls: the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a vault prolapse repair with uphold lite procedure performed on (B)(6) 2019. According to the complainant, during procedure, while deploying the uphold lite on the left side, the capio device worked properly and could pull the mesh arm through the sacrospinous ligament. However, on the right side, the capio device reportedly cut the dart from the suture. The dart stuck in the capio cage. Reportedly, no tension was applied during deployment of the device. The mesh was then removed from the patient and the procedure was completed with another uphold lite with capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.